Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on her back underneath the lifevest garment. The patient's physician advised the patient to end use of the lifevest. Follow-up attempts were unsuccessful, and the medical outcome of the patient's skin irritation is unknown.